Event description:
At an incident, an automatic external defibrillator malfunctioned and was not able to properly analyze a cardiac arrest pt for "shockable" rhythm, instead, the unit only kept prompting the user to "attach electrodes to pts bare chest." The unit continued repeating the same prompt although the electrodes were attached to pt's bare chest.